Event description:
An endurant stent graft system was implanted during the endovascular treatment of a pre ruptured 72.9mm in length abdominal aortic aneurysm. It was reported during the index procedure when implanting limb enlw16x13x120ee it was found that there was a problem with the tip and it could not to advanced to the designated position though the guide wire smoothly. After withdrawal it was replaced with an additional limb to complete the surgery. It was confirmed there was deformation noted on the tip of the delivery system prior to guidewire loading. It was also confirmed there was no damage to the device packaging and it was intact. Per the physician the cause of the insertion difficulty is undetermined but occurred during delivery.  No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. Numerous kinks were visible along the graft cover starting at the stent stop and extending distally. A gap was observed between the graft cover tip and the taper tip. A severe kink was visible on the taper tip. Indentations were observed at the kink site. A 0.035-inch guidewire was loaded via the luer and advanced to exit the tip with no resistance noted. The reported deformation was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.